Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received and the threads located on the inner diameter of the head of the screw are damaged and are partially broken away from the screw. The stardrive shows some damage not consistent with manufacturing. Due to damage to the threads in the inner diameter of the head, the dimensions pertinent to the complaint could not be evaluated. The lot number is unknown; therefore, a review of the device history record could not be completed. Product development event evaluation reveals, the failure mechanism displayed by the damaged implant can only be achieved through an applied tensile load. The condition of the screw indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design's tensile limits. No other evidence of damage was observed. The matrix technique guide as well as other product support information fully illustrates the proper method of loading and unloading screws from a holding sleeve. Improperly aggressive technique exceeding the design's intended limits was the cause of failure, thereby rendering the complaint invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure, the surgeon was inserting the 6.0 ti matrix screw and part of the top of the screwhead broke off then detached from the driver. The surgeon removed the screw, and used a different driver to insert another screw into the pedicle. The procedure was completed with no further problem. There was no problem with the screwdriver, which was inspected after the procedure was completed.